Event description:
It was reported that there was leakage at the luer connection with a bd q-syte¿ luer access split-septum stand-alone device. This occurred on3 separate occasions but the date/time and or patient information is unknown. The following information was provided by the initial reporter, translated from chinese to english: it's found that three q-syte connectors leaked at the male luer connection on the second/third day of placement; which were from the same lot.

Manufacturer narrative:
Investigation summary: bd received a q-syte closed luer set from lot 6181551 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed no physical/mechanical damage. Next, a water/air leak test was performed and no leakage was observed in the actuated or unactuated position. Based off the visual inspection and testing the engineer was unable to verify the reported defect. Since no damage or leakage was observed the engineer was unable to identify the definitive root cause. The manufacturing facility has been notified of this incident and the findings.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there was leakage at the luer connection with a bd q-syte¿ luer access split-septum stand-alone device. This occurred on 3 separate occasions but the date/time and or patient information is unknown. The following information was provided by the initial reporter, translated from (B)(6) to english: it's found that three q-syte connectors leaked at the male luer connection on the second/third day of placement; which were from the same lot.